Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals were removed/broken. The top case was chipped and cracked. The motor not running and motor rate errors appeared in the event history log. The error was found during occlusion test. The root cause of the reported issue was found to be motor assembly due to normal wear. Parts were over 10 years old. The motor assembly was replaced.

Event description:
It was reported that the motor not running error occurred. No patient injury was reported.